Manufacturer narrative:
The reported event that the tip of a ¿calibrated drill bit ø3.1mm x 285mm, ao¿ broke during a surgery, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The ¿calibrated drill bit ø3.1mm x 285mm, ao¿ was received for evaluation broken, at the tip. The device inspection revealed that the surface of the drill is scratched with signs of corrosion, while the threaded tip is broken, almost at the beginning of the helix. The edges of the remaining helix are deformed. The breakage surface presents a smooth surface with a fine grained texture (fatigue zone) and an instantaneous zone (rubbing surface). Such a pattern is consistent with fatigue fracture, which can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack or cracks that grow as force is applied repeatedly to a part. This means that the fracture started at a point of origin and progressed across the shaft until the remaining material was no longer strong enough to support the load and it finally broke. The ¿calibrated drill bit ø3.1mm x 285mm, ao¿ is a device that experiences excessive torque. Such power, in combination with dense bone, and even violent moves, could definitely deform the drill and lead to such a breakage. Excessive usage of the drill could burden even more its integrity, which could be compromised, and as a result lead to such a breakage. As it was reported, the ¿calibrated drill bit ø3.1mm x 285mm, ao¿ was put in the set in (B)(6) 2016, and since then it has been used/reprocessed, around 10 times. As per cleaning and sterilization guide (l24002000): ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [¿] drill bits are recommended as single patient use.¿ as per IFU (v15011): ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ since the ¿calibrated drill bit ø3.1mm x 285mm, ao¿ has not been used carefully and according to the guidelines, it is evident that its integrity has been compromised. As per IFU (v15011): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ users should always read the instructions provided before using a specific instrument/implant. Based on the investigation the case could be classified as user-related, due to an improper use of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that a drill bit was broken on (B)(6) case. Per tracked, the drill was put in the set/ started using since (B)(6) 2016. Customer would like to know why the drill bit was broken and manufacturer's recommendation on how long it should be replaced.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a drill bit was broken on (B)(6) case. Per tracked, the drill was put in the set/ started using since (B)(6) 2016. Customer would like to know why the drill bit was broken and manufacturer's recommendation on how long it should be replaced.